Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the lead's helix was caught on myocardial tissue and became difficult to manipulate. The lead was taken out and entangled tissue was confirmed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.